Manufacturer narrative:
The investigation did not find any evidence that indicates systematic instrument hardware or software problems. The calibration and qc data do not indicate an instrument problem. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with crep2 creatinine plus ver.2 on a cobas integra 400 plus. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a creatinine value of 168 umol/l. The sample was re-centrifuged and repeated, resulting as 73 umol/l. No adverse events were alleged to have occurred with the patient. The creatinine reagent lot number was 35718401. The reagent expiration date was asked for, but not provided.